Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced reduced contrast at near in low light conditions compared to pre operation. Patient was using magnifying glass for near work in low light, the patient also struggled driving at night. Additional information was provided that the iol was exchanged for a different model iol, in a secondary procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal company lens, 18.5 diopter, (1.5 extended depth of focus) lens was replaced with a monofocal company lens, 17.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).